Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 450 mg/dl on (B)(6) 2019. Customer's blood glucose level was 475 mg/dl on (B)(6) 2019. Customer declined to troubleshooting for high blood glucose. Customer reported that her blood glucose not going down so she removed set and found cannula was bent. Customer was on auto mode at the time of event. Customer was advised to change the infusion set. The insulin pump was not returned for analysis.